Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed a small tear on the cloth of the non-coronary outflow rail, which appeared to have occurred during the explant process. All leaflets were in the closed position. The left and non-coronary cusps were stiff and not pliable due to thrombotic-appearing host growth on the inflow. The right cusp was stif f, yet pliable. An abrasion of unknown origin was observed on the lunula and tunica of the right cusp. The left/right and left/non-coronary commissures appeared intact. Off-white pannus encapsulated the right/non-coronary commissure, which made the condition of the commissure unable to be assessed. On the inflow, light tan, thrombotic-appearing host tissue growth filled the left cusp, non- coronary cusp, the left/non-coronary inferior coaptive area, and right/non-coronary inferior coaptive area. On the outflow, a thick remnant of white pannus remained attached to the top of the right/non-coronary commissure. Radiography did not reveal calcification on the returned valve. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. From the analysis of the returned valve, the cause of the high gradients can be attributed to the extensive pannus growth. Based on the risk analysis and historical trend, immobile leaflet was one of the most common mechanisms which could lead to high gradients. Pannus would be the common cause for an immobile leaflet. D9: device available for evaluation? Updated h3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 year and 5 months post implant of this 21mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for the replacement was reported as a transvalvular gradient of 55mmhg as seen on echocardiogram, leading to dyspnea. No additional adverse patient effects were reported.